Event description:
According to the facility on 9/9, "the neuro sponges that come in the custom pack, laminectomy were not showing upon on the x-ray".

Manufacturer narrative:
According to the facility on 9/9, "the neuro sponges that come in the custom pack, laminectomy were not showing upon on the x-ray". The facility confirmed that the patient had to be reopened up via surgery to removed the patties. The facility stated that the patient is fine. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.